Manufacturer narrative:
Additional narrative: pfs and medical records received. Pfs alleges infection and fracture. This complaint is legal. After review of the medical records for MDR reportability, the patient was taken back to the operating room on (B)(6) 2014 for a washout due to infection and the head/liner was exchanged. The patient was taken back to the o.r. On (B)(6) 2014 for infection again and all implants were removed and spacers were placed. During removal the stem a fracture in the femur occurred (this isn't being added as a patient harm as it occurred while the stem while being removed). Metallosis was noted around the screws and cup. The cup has already been reported on (B)(4). The liner and head placed on (B)(6) 2014 are not being reported as the patient was already infected. The patient was reimplanted on (B)(6) 2014. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of the manufacturing records and sterilization certification identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Pfs and medical records received. Pfs alleges infection and fracture. This complaint is legal. After review of the medical records for MDR reportability, the patient was taken back to the operating room on (B)(6) 2014 for a washout due to infection and the head/liner was exchanged. The patient was taken back to the or on (B)(6) 2014 for infection again and all implants were removed and spacers were placed. During removal the stem a fracture in the femur occurred (this isn't being added as a patient harm as it occurred while the stem while being removed). Metallosis was noted around the screws and cup. The cup has already been reported on (B)(4). The liner and head placed (B)(6) 2014 are not being reported as the patient was already infected. The patient was reimplanted on (B)(6) 2014.